Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this 81-year-old patient on peritoneal dialysis (pd) passed away approximately 5-minutes after disconnecting from the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022. The nurse stated the patient was on hospice for severe heart failure and performing pd treatments for management of this symptoms only. The nurse stated the patient had a life expectancy of less than 6 months. It was reported the patient did not perform a treatment on (B)(6) 2022. On (B)(6) 2022, the patient one cycle of pd treatment on the fresenius cycler. The patient reportedly performed a second fill (fill volume unknown) and then disconnected from the fresenius cycler to dwell. The patient was assisted to from the bedroom to the living room cough and then instantaneously passed away. The nurse stated the patient did not have any symptoms. The patient was not taken to the hospital. The nurse stated hospice was notified and no resuscitation was performed. The nurse confirmed that there were no fresenius cycler malfunctions or any issues with fresenius products I relation to the death. While the patient¿s death certificate was not available at the time follow-up was conducted, it was reported that the death was likely from natural causes from severe pre-existing heart failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. Patient¿s with esrd have mortality rates significantly higher than the general population. The patient¿s the patient was 81 years old and had severe pre-existing heart failure and was on hospice with a life expectancy of less than 6 months. It was stated the patient was performing pd treatment for palliative purposes. Currently there have been no reported allegations of a liberty select cycler malfunction or otherwise product issue in relation to the patient¿s death. Based on the reported information, the patient¿s death was likely associated with natural causes from severe pre-existing heart failure.

Event description:
On 22/nov/2022, a registered nurse (rn) reported that this 81-year-old patient on peritoneal dialysis (pd) passed away approximately 5-minutes after disconnecting from the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022. The nurse stated the patient was on hospice for severe heart failure and performing pd treatments for management of this symptoms only. The nurse stated the patient had a life expectancy of less than 6 months. It was reported the patient did not perform a treatment on (B)(6) 2022. On (B)(6) 2022, the patient one cycle of pd treatment on the fresenius cycler. The patient reportedly performed a second fill (fill volume unknown) and then disconnected from the fresenius cycler to dwell. The patient was assisted to from the bedroom to the living room cough and then instantaneously passed away. The nurse stated the patient did not have any symptoms. The patient was not taken to the hospital. The nurse stated hospice was notified and no resuscitation was performed. The nurse confirmed that there were no fresenius cycler malfunctions or any issues with fresenius products I relation to the death. While the patient¿s death certificate was not available at the time follow-up was conducted, it was reported that the death was likely from natural causes from severe pre-existing heart failure.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this 81-year-old patient on peritoneal dialysis (pd) passed away approximately 5-minutes after disconnecting from the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022. The nurse stated the patient was on hospice for severe heart failure and performing pd treatments for management of this symptoms only. The nurse stated the patient had a life expectancy of less than 6 months. It was reported the patient did not perform a treatment on (B)(6) 2022. On (B)(6) 2022, the patient one cycle of pd treatment on the fresenius cycler. The patient reportedly performed a second fill (fill volume unknown) and then disconnected from the fresenius cycler to dwell. The patient was assisted to from the bedroom to the living room cough and then instantaneously passed away. The nurse stated the patient did not have any symptoms. The patient was not taken to the hospital. The nurse stated hospice was notified and no resuscitation was performed. The nurse confirmed that there were no fresenius cycler malfunctions or any issues with fresenius products I relation to the death. While the patient¿s death certificate was not available at the time follow-up was conducted, it was reported that the death was likely from natural causes from severe pre-existing heart failure.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this 81-year-old patient on peritoneal dialysis (pd) passed away approximately 5-minutes after disconnecting from the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. An additional follow-up call was made to the reporting nurse who stated the patient expired on (B)(6) 2022. The nurse stated the patient was on hospice for severe heart failure and performing pd treatments for management of this symptoms only. The nurse stated the patient had a life expectancy of less than 6 months. It was reported the patient did not perform a treatment on (B)(6) 2022. On (B)(6) 2022, the patient one cycle of pd treatment on the fresenius cycler. The patient reportedly performed a second fill (fill volume unknown) and then disconnected from the fresenius cycler to dwell. The patient was assisted to from the bedroom to the living room cough and then instantaneously passed away. The nurse stated the patient did not have any symptoms. The patient was not taken to the hospital. The nurse stated hospice was notified and no resuscitation was performed. The nurse confirmed that there were no fresenius cycler malfunctions or any issues with fresenius products I relation to the death. While the patient¿s death certificate was not available at the time follow-up was conducted, it was reported that the death was likely from natural causes from severe pre-existing heart failure.